Event description:
This case occurred outside of the united states, in (B)(6). According to the information received on 05-nov-2021, a patient was injected on (B)(6) 2021 with rha 1, 1 ml, in the nasolabial folds, and rha 2, 0.5ml, in the lips. On the same day, the patient presented with a severe skin necrosis starting from the left labial commissure up to the left under eye, including the nose. Immediately, the patient was treated with several injections of hyaluronidase, aspirin and topical nitroglycerin. On the next day, on (B)(6) 2021, the patient was admitted to hospital for 7 to 10 days to receive hyperbaric treatment, and was seen by an opthalmologist who confirmed that there was no damage to the eye. No further information was provided, however, several attempts will be made to obtain the evolution and resolution of the symptoms.